Event description:
Information received from the field notes that the patient had an increase in palpitations for 2-3 days with syncope. The patient lost consciousness for a few seconds. The rate of the pacer was increased. The lead was replaced due to fracture.